Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a surgical procedure, while the surgeon was attempting to place a headless compression screw, the driver tip of the t7 cannulated screwdriver twisted. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed; the tip of the t7 driver is twisted. Visually, the rest of the part is conforming to the print. DHR was reviewed and no discrepancies were found. Root cause related to design deficiency. This driver has been designed to twist before the screw would be able to fracture. The driver can still fracture if torque continues to be applied, but this happens only after the driver first twists to give the surgeon an indication of trouble advancing the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.